Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the visera elite video system center power supply indicator was off. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the patient was not under anesthesia and the procedure was completed using similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The suspect device has not been returned to olympus for evaluation, therefore; the root cause of this phenomenon could not be identified. There is no fact or possibility indicating that the reported event might spread any further. Olympus will continue to monitor the field performance of this device.